Event description:
Additional information received - the reporter stated the lens was implanted on (B)(6) 2012

Manufacturer narrative:
Method: work order search, medical review, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - tass is a sterile inflammatory reaction involving the anterior segment which commonly induces hypopyon formation and could occur after any type of intraocular surgery. Most common complaints are blurred vision, ocular pain and eye redness. Iop may be increased if inflammation is severe and clogs the trabecular meshwork. It improves with topical/oral steroids and commonly presents with diffuse corneal edema. If this is tass or another type of acute inflammatory reaction it is not clear. Most of reported severe acute inflammations after intraocular surgery are thought to be an immunologic reaction to some substances in the anterior chamber. These substances could come from outside the eye, used intra-operatively (bss, ovds, intracameral drugs), or coming from surgical instruments. It is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met. Biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility. (B)(4) testing must be in accordance with specifications to ensure that the product is free from any endotoxin. Conclusions: based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od). The reporter indicated the patient had elevated iop, dilated pupil, anterior subcapsular lens opacities, corneal edema and tass. The reporter indicated there is fibrin on the icl. The patient was given topical and oral steroids. The patient's ucva was 20/30.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens remains implanted. (B)(4).